Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. The actual sample, consisting of a progreat catheter and a preloaded-type guidewire (hereinafter called as "the actual sample"), was received by ashitaka factory on july 31, 2024. It was thought that there was no causal link between the catheter and the reported event. 1. Visual inspection of the actual sample (unaided eye, microscope and electron microscope) - the distal end had been sheared. - there was exposure of the core wire and gold coil in the sheared part. - the core wire was exposed approximately 1.1 mm. Since this product has the distal end of the core wire and of the outer layer in the aligned position in the normal state, it was thought that the missing length of the outer layer was approximately 1.1 mm. - the core wire had been kinked near the sheared part, indicating the application of some bending load. - the outer layer near the sheared part was rough, suggesting contact with a hard object. - there were wrinkles on the outer layer near the sheared part, suggesting that they were likely to have occurred due to recoil (compression load) when the outer layer was exposed to pulling load and sheared. - comparison of the top surface of the gold coil with that of a current normal product showed a difference in shape, indicating that that of the actual sample had been fractured. Considering the alignment of the distal end of the wound gold coil and the distal end of the core wire in the same position in the normal state, it was estimated that the missing length of the gold coil in the wound state was approximately 1.1 mm. - comparison of the top surface of the core wire with that of a current normal product confirmed the presence of a fixed size cutting mark on both, indicating that the core wire of the actual sample was intact with no fracture. 2. Dimensional inspection of the actual sample. The outer diameter of the actual sample (undamaged part) met the factory's control standard. No anomaly was observed. 3. Cause of occurrence/conclusion. Based on the investigation, it was inferred that the actual sample may have been subjected to tensile and bending forces during removal from the package or during subsequent handling, leading to the shearing of the outer layer and the fracture of the gold coil. However, since the specific details of the occurrence were not clear, the exact cause could not be determined. 100% visual inspection is conducted before the guidewire is preloaded in the catheter, allowing for the detection of any damage at this stage. Additionally, no instances of shearing or fracture have occurred during the manufacturing process so far, making it highly unlikely that the shearing and fracture occurred during manufacturing. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that when the doctor performed dsa hepatic arterial chemoembolization on the patient, after flushing the microcatheter, it was found that the plastic outer layer at the tip of mini guide wire was sheared and the inner core wire was exposed. Then a new microcatheter was opened for the patient to continue the operation, without causing harm to the patient. The procedure outcome was not reported.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A2a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: UDI: n/a at this product code is not exported to the us market.. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, not provided. E1: telephone number: requested, not provided. E2: health professional: unknown. E3: occupation: unknown. G4: PMA/510(k): k033913. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. History investigation of the involved product code and lot number: - no anomaly was found in the manufacturing record and the shipping inspection record. - no other similar report from other facilities was found in the past complaint file. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.